Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct suspect medical device.

Event description:
Boston scientific received information that one of two leads was not working. Further, the physician was aware of the issue. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one of two leads was not working. Further, the physician was aware of the issue. This lead remains in service. No adverse patient effects were reported.